Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported a surgeon noted the blade of the knife was dull before surgery. No pt injury or harm was reported.